Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. All operating currents are within specification. No ramping numbers or battery out limit alarm noted. The insulin pump had a cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.